Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic radical gastrectomy, the clamping force was insufficient and clip fell off from tissue. The clip was clamped out by laparoscope. Another device was used to complete the case. There was no patient injury.